Event description:
One device reported as having an alleged false positive result. The complainant reported performing two lucira tests. One lucira test resulted in an alleged positive result. The second lucira test was performed 30 minutes after which resulted in a negative result. The complainant did not provide any additional information requested for further troubleshooting.

Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). Lucira health will continue to monitor trends related to false positive results. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Lucira health devices are marketed under eua (B)(4) it and eua (B)(4) all-in-one. It is unknown of the brand associated with this reported complaint.